Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an elongated one-piece arterial (eopa) cannula, it was reported that there was a hole at the end of the insertion stylette. During cannulation the customer noticed this because blood was leaking through it. After checking a few of the other cannula, the customer realized that there is usually a cap on the end of the insertion stylette which was missing on this occasion. The customer located the cap, which turned out to be in the bin and had come off in the packet prior to surgery and wasn't noticed to be missing until that point. The device was replaced to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
Conclusion: after investigation at medtronic, the complaint is confirmed for the porous plug not being in the cannula connector based on the photo provided, however, no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from (B)(6)2021 through (B)(6) 2022 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.